Event description:
The consumer reported that the patient had excruciating abdominal pain due to a sudden change in therapy or symptoms. This began about 2 weeks ago in (B)(6) 2016. There were no trauma or falls that could be related to the issue. The surgeon had been trying to reach the manufacturer representative for over 2 weeks now. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.